Event description:
Mat#: 383519 lot#: unknown. It was reported by customer that seen that the tubing was bubbled, like was going to blow apart with fluid. Verbatim: rcc received a complaint via email. Email(s) attached. CT staff had to do an angio injection and upon testing the IV, the IV worked great, no issues. Then during the injection the tech did not see contrast coming into the aorta as appropriate, so she aborted the scan and went to check the IV and seen that the tubing was bubbled, like was going to blow apart with fluid. At this time the clamp was not clamped and the tech had to redo an IV and redo the scan. Ed staff was present as a witness and to help start a new IV.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a0202 - defective component.